Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 12/26/2019 to 09/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the alaris pump module is broken/damaged and that the handle was damaged on the hospital floor. The customer tried to replace however the screw is stuck. There was no patient involvement.